Manufacturer narrative:
Correction: a4 - the patient weight has been updated. Correction: e1 - the initial reporter information has been updated.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein the leads were replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both of the patient's leads exhibited high impedances on all contacts. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.